Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm due to blank display. Motor passed motor test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error. The customer was able to clear the alarm and rewind the insulin pump. The drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.